Event description:
It was reported that during a da vinci surgical procedure, the jaws cannot be opened well on the maryland dissector instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The maryland dissector instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no trouble. The instrument was placed on an in-house system and it passed the engagement and the recognition test. The instrument moved with full range of motion and the grips opened and closed properly. The cables were not damaged at the distal end nor the at the backend of the instrument, inside the housing. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed exposing the main tube. The area with missing material measured roughly about .192 - .200 in length and was not aligned with the tube axis. No other damage was found.